Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2018 that patient expired due to cerebrovascular accident cva. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. A correlation between the device and the reported stroke and subsequent patient outcome could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.